Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 05/16/2016, belt: 01/01/2014.

Event description:
A us distributor reported that the patient passed away on (B)(6) 2018 while reportedly wearing the lifevest in the hospital. It was reported that CPR was performed by hospital staff. Further details surrounding the patient's death were not reported. Per clinical review of the available ECG data, the device first detected asystole at 08:39:03 on (B)(6) 2018 with the ECG showing sinus bradycardia at 50 bpm with motion artifact. Between 08:41:35 to 08:46:36, therapy electrode placement faults were detected. At 08:46:52, an arrhythmia was detected with response button use and with the ECG showing CPR artifact with an underlying rhythm. Between 08:49:17 and 08:51:41, therapy electrode placement faults were intermittently detected, ventricular fibrillation (vf) with motion artifact was seen, and the patient received four non-lifevest defibrillations. Per the ecgs, the patient was in vf for four seconds before receiving the first non-lifevest shock. The rhythm at the time of the shock was vf with motion artifact with a post-shock rhythm of bradycardia at 20 bpm with motion artifact. The rhythm then transitioned to atrial fibrillation (af) at 120 bpm with motion artifact degrading to vf. The patient was in vf for 28 seconds before receiving the second non-lifevest shock. The rhythm at the time of the shock was vf with motion artifact and a post-shock rhythm of bradycardia at 20 bpm transitioning to ventricular tachycardia (vt) at 140 bpm for 17 seconds. The rhythm then transitioned to af at 90 bpm transitioning to idioventricular rhythm at 80 bpm. The rhythm then degraded to vt at 110 bpm and vf with variable amplitudes and motion artifact. The patient was in vt/vf for approximately two minutes before receiving the third non-lifevest shock. The rhythm at the time of the shock was vf with motion artifact with a post-shock rhythm of bradycardia at 30 bpm with CPR artifact with an underlying rhythm. The rhythm then transitioned back to af at 90 bpm with motion artifact. The rhythm then transitioned back to vf for approximately 2 minutes and 12 seconds before receiving the fourth non-lifevest defibrillation. The post-shock rhythm was asystole. The patient was in vf with motion artifact for approximately 2.5 minutes from 08:24:13 until the device shutdown at 08:54:40 on (B)(6) 2018. The device correctly detected the initial life threatening arrhythmia, vf. However, motion artifact, heart rate below the treatment threshold, and the patient not being in the detection sequence long enough prevented the lifevest from treating the patient. The patient's prescribed treatment threshold for vf is 200 bpm and 150 bpm for vt.